Event description:
The user felt that she was not receiving enough benefit with the device. The user was explanted. Reportedly, 3 channels were found extra-cochlear at explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: reportedly the device was explanted as the recipient did not use the implant system because she was not received enough benefit and found the processor was too heavy and unsuitable to use during her various sporting pursuits. Device investigations did not reveal any device defect which is expected to have been present whilst implanted. However, three channels were seen to have been migrated out of cochlea which could have contributed to the issue. This is a final report.

Event description:
The recipient felt that she was not receiving enough benefit with the device. The recipient was explanted.